Event description:
It was reported that for a patient's left side implant, the patient was having difficulties feeling stimulation and switching programs. It was noted that the device was implanted 2.5 weeks before the report. The patient used this implant to treat pelvic floor pain and the patient's pain had been intermittent since implant, but the day of the report the pain had worsened. The reporter stated that the patient programmer was showing that stimulation was off. Stimulation was turned on, and the patient could feel stimulation in the legs but not in the pelvic floor area. It was reported that the patient usually ran the stimulation at 0.6v, but stimulation was at 3.9v on program 1. The patient switched between programs 1 through 4 and "did not feel anything." It was unclear if the patient could feel stimulation or not. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-41, lot # va016ju, implanted: (B)(6) 2012, product type lead; product ID 3889-28, lot # v000236, implanted: (B)(6) 2005, product type lead; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3031a, serial # (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 3023, serial # (B)(4), implanted: (B)(6) 2005, product type implantable neurostimulator. (B)(4).